Manufacturer narrative:
Additional information provided: event. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The device did not malfunction. In the pediatric setting, the device allows the user to "bypass" alerts which can lead to high doses of medications to be administrated to patients. Conversely, in the adult setting, the devices do not allow the alerts to be bypassed, and therefore errors cannot reach the patients.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the nurse programmed a midazolam bolus in the adult profile instead of the pediatric profile. The customer states there was no patient harm.